Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Customer reported fluctuating blood glucose (bg) levels (below 80, value not provided- 250 mg/dl). Customer indicated that a correction bolus was used to address the elevated bg level and food was consumed to treat the low bg level. System check with tandem technical support indicated pump was performing as intended. Recommendation was made to try using new vial of insulin and to call back if they experienced any further issues. Customer acknowledged.